Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that they had transmitter connection issues. The transmitter was not connecting to the insulin pump. Troubleshooting was performed. The customer was assisted with manually connecting the two devices. The customer checked their blood glucose and the result was over 600 mg/dl. The customer was advised to wash their hands and test with a different strip. The customer checked again and their blood glucose level was 370 mg/dl. The customer declined troubleshooting for the high blood glucose. The device will not be returned for analysis.